Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed; however, the reported leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the moderately calcified, 75% stenosed circumflex coronary artery. A 3.00 x 8 mm nc trek rx balloon dilatation catheter (bdc) was advanced with no resistance to the lesion and inflated to 12 atmospheres. The bdc was pulled back from the lesion and it was observed that additional dilatation was required. When negative pressure was applied to rewrap the balloon for reinsertion of the bdc, air was observed and the hub of the bdc separated from the shaft. An unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.